Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient's new device was not "getting [their] heart rate up" as much as their old device. The device's settings were modified and the device is still in use. No patient complications have been reported as a result of this event.